Event description:
During an ablation, the rf generator would not operate due to "low temp" reading of "19 celsius ph" temp reading. Axillary temp 97.6, and patient warm to touch. In attempt to solve problem, the rf generator was changed three times, the cables were replaced and two biosense webster catheters were replaced with no improvement. When the catheter was changed to another manufacturer, the patient's core body temp was accurate. Both biosense catheters were from the same lot number. The patient tolerated the procedure well.